Event description:
The child stopped responding to sound sensations, according to the healthcare professionals. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 2000.